Event description:
It was reported that prior an unknown procedure, the device gave solid tone. No error code on generator.

Manufacturer narrative:
Date sent: 9/17/2007. Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave a solid tone. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the hand piece no longer meets the specifications for continuity, phase margin. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.